Event description:
It was reported that during a rotator cuff repair, the 5.5mm multifix anchor was broken before the implantation. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the device was not returned in any original packaging. The anchor is not fractured. The tip of the inner insertion rod is broken off inside of the anchor. The sleeve, screw, and suture threader were not returned. The insertion rods are fully extended. There is bio debris on the insertion rod. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the drawing found that tensile strength specifications are established, and a certificate of analysis is required with each shipment. The complaint was confirmed and the root cause was associated with unintended use of the device. Use of excessive force during insertion of the anchor can cause failure of the distal tip or insertion device. No containment or corrective actions are recommended at this time.